Event description:
It was reported that bd alaris pump module smartsite infusion set was separated. The following information was received by the initial reporter with the following verbatim writer connected patient to IV line filled with ns, went to unclamp the safety clamp to run the saline by gravity when the IV line split/broke in two at the safety clamp site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and lower fitment could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Reported lot was manufactured on december 06th, 2024, before actions state implemented for a similar condition reported. An accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. ¿ implementation in process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.